Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the pump was explanted due to an infection. The issue was resolved. A new pump was implanted on (B)(6) 2018. No further complications were reported.